Event description:
The hosp reported that during an endoscopic vein harvesting procedure, upon plugging in the vasoview hemopro endoscopic vessel harvesting system, the tips immediately started turning red and hot with no activation. The lot number was discarded. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. Internal file number - (B)(4).